Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4). Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.

Event description:
The device was returned with no information. Logs that were pulled during analysis were fentanyl 425.0mcg/ml at 2.61 mcg/day, clonidine 2.61 mcg/day at 2.09mcg/day, bupivacaine 16.5 mg/ml at 0.101 mg/day, and baclofen 1440.0mcg/ml at 8.8 mcg/day.